Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and broken battery door and compartment. There was no evidence to review in the event history logs. Functional testing was performed and the reported issue was confirmed; an accuracy test deemed the unit not within specification. The root cause of the reported issue was determined to be a bad expulsor. The expulsor was replaced along with the lcd lens and battery compartment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device failed an accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.